Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the purplish skin around the implant site had resolved, except for scar tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was pt reported they traveled to (B)(6) and when pt got back they noticed their therapy is not working the same way. Pt stated they are not sure if something happened when pt went through airport security on their way home (if something "disconnected" pt's device). Pt stated they did not turn therapy off before going through security as pt stated they didn't know they had to. Reviewed airport security guidance. Walked pt through checking therapy status on call. Pt confirmed therapy is on at 0.5, program 4. Pt wanted to try increasing stimulation and increased stim to 1.0 on call and confirmed feeling stim comfortably but reported feeling stim in their leg. Reviewed stimulation expectations. Reviewed to decrease stim if still feeling in leg and follow up with hcp. Pt also reported their skin around implant site is purple. Pt denied any recent trauma or falls. Pt stated they had an appt. With their hcp pt thinks two days ago and stated their hcp checked the implant because the skin around implant site is purple.  The patient was redirected to their healthcare provider to further address the issue. The patient's relevant medical history included pt mentioned they are in a wheelchair so it is not easy for pt to connect with implant (pt successfully connected with ins on call).